Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation (B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
End user reports that is having difficulty removing product from body. End user states uses adhesive remover wipe to remove appliance and washes with soap and water. Caller unable to provide skin care routine currently in use.